Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed contrast present inside the inflation lumen and balloon. Magnified inspection revealed damage to the distal tip and foreign material (fm) at the hypotube-midshaft bond. The piece of fm was approximately 3mm in length and appeared to be attached to the hypotube. The device was sent for analysis and it was determined that the material was consistent with the polyethylene heat shrink material attached to the hypotube in manufacturing. There was no evidence of any material or manufacturing deficiencies that could have contributed to the reported event. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary intervention procedure, crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80-90% stenosed target lesion was located in the non tortuous and severely calcified mid right coronary artery (rca). While inserting the 20mm x 2.25mm maverick 2 balloon catheter into the patient, resistance was noted and it was unable to cross the lesion. The procedure was completed with a different device. The patient's status is stable. However, device analysis revealed foreign material attached to the hypotube.